Manufacturer narrative:
Country: (B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer representative regarding a patient with an indication of primary osteoporosis due to compression fracture in need of l2 bkp procedure used in spinal therapy. It was reported that the balloon was inserted after drilling, when it was inflated, it was not inflated as expected. In addition, it inflated in a way that deviated from the expected position to the back side. The drilling was performed again, and the balloon was inserted again. When the balloon was inflated by about 0.5 cc while applying a force to push it to the ventral side so that the balloon would not deviate, the outflow of contrast agent was noted by lateral fluoroscopy. During inflating, the balloon has ruptured on one side and there was a pinhole on the balloon, and contrast agent leaked. The balloon was removed. It was judged that the balloon wouldn't inflate anymore, it was not checked anymore. The cement was filled after that. The surgical incision was closed. The patient symptoms were unknown as a result of the event. There were no fragments in the patient reported. There were no further complications reported regarding the event.